Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
The event involved a plum 360¿ infuser where the reporter stated that they noticed bubbles inside the plum cassette and along the tubing line (going to patient). The alarm did not go off, so I back primed it to remove the bubbles, and I removed the bubbles in the tubing line (going to patient) with a syringe. No fluid bubbles were infused to the patient, no harm done to the patient. Per manufacturer's product info: the air trap in the plum cassette can capture up to 1 ml of air before alarming, if an air-in-line alarm does occur, air can be easily removed with automated back priming without disconnecting from the patient. The issue is the ICU medical plum 360 pump is its inability to detect the fluid bubbles in the plum cassette and was able to pass thru the plum cassette to the tubing line going to the patient; posing a hazard/ risk to have these fluid bubbles go to patient's blood. There was patient involvement and no patient harm.